Event description:
During a coronary drug eluting stenting treatment procedure, a perforation occured. The 80% stenosed lesion being treated was located in the moderately tortuous, calcified posterior descending artery (pda). The physician did not predilate. The physician placed the 3.00x8mm taxus express2 drug eluting stent. Upon retrieval, withdrawal difficulty was experience which caused the guide wire to dive distally causing a perforation. The perforations was repaired with surgery. No pt complications reported. Pt condition is reported as "in stable condition."